Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, pericardial effusion was noted, and the procedure was cancelled. Cardiac surgery was performed and the laa was clipped. The patient made a full recovery.